Event description:
The physician inserted the toray guiding catheter (6f) into the pt's right internal carotid artery (rt. Ica) at the petrous section. He then inserted the medtronic mis ultralite microcatheter through the guiding catheter to the rt. Ica. Using the medtronic mis quicksilver 10 guidewire in the ultralite, the physician placed the ultralite in the right anterior communicating artery (rt. Aca). He used the blood flow of the aca to flow-direct the ultralite to the left middle cerebral artery (lt. Mca), wherein the arteriovenous malformation (avm) feeder originated from the lt. Mca, and began the embolization procedure. He rinsed out the ultralite lumen with ethanol to prevent the polyvinyl acetate (pvac) from separating in the ultralite due to contact with the aqueous contrast medium. First, he injected 0.5 cc of pvac to the feeder using a 1 cc syringe. Next, he changed to another 1 cc syringe and made a second injection of pvac. Then, he started the third injection of pvac using a third 1 cc syringe. During the third injection, the ultralite ruptured in the distal shaft at 12cm from the tip. The pvac came out of the ultralite into the rt. Ica and spread into the aca and mca. The physician immediately inserted the guidewire to recanalize the rt. Ica, but the aca and mca were occluded completely and the lt. Aca was occluded partially. The pt went into a coma and his hemi-paralysis on his right side remains an obstacle to his regarding consciousness.